Event description:
During shift check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during both archive data review and functional testing. The root cause of the system error was the processor board (pca) failure, likely due to the aging of the device. The autopulse platform was manufactured in june 2017 and is over 5 years old, passed its service life of 5 years. The contribution of user mishandling cannot be ruled out since the platform was returned damaged. During visual inspection, the bottom enclosure was cracked, unrelated to the reported complaint. This observed physical damage could be the characteristic of harsh impacts, attributed to user mishandling and neglect. No documented report was found showing that preventative maintenance (pm) was performed since the customer acquired the device in 2017. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the customer's reported complaint. Technical investigation revealed that the root cause of the system error was the processor board failure, which was replaced to remedy the fault. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).